Manufacturer narrative:
(B)(4). Manufacturer/evaluation/investigation currently in process. Actual device involved in complaint was evaluated. Customer complaint could not be confirmed. No conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Patient 2 of 2. Healthcare professional reports hemochron jr signature system discrepancy since switching cuvette lot. Pt/inr 6.2, lab pt/inr 2.6. Patient treatment was based on the lab pt/inr. The patient's therapeutic range is 2.0-3.0. Patient is on anticoagulation regimen of both coumadin and low molecular weight heparin. All liquid quality control tests have been acceptable.